Event description:
Device malfunction: mislocation of suture. Time of malfunction: during vessel closure. Symptoms/ae: occlusion. It was reported that a technician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the patient returned one day post procedure with a cold foot. An angiogram was performed which revealed both walls of the artery were stitched together. Balloon angioplasty was performed to open the artery. There were no other adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.